Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the injector was malfunctioned. The lens was implanted manually by folded it in a company cartridge. Additional information was received and stated, there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).